Event description:
Md inserting quad-lumen central venous catheter 8.5 french quad lumen. While withdrawing spring wire guide, the guide unraveled. Spring wire guide removed from patient. Diagnosis or reason for use: chf.